Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe ns 1ml ls had foreign matter inside. The following information was provided by the initial reporter: I am sending this email in response to another incident that has been reported to us today concerning a foreign body found inside a 1ml syringe manufactured by bd. The picture shows the position of the foreign body inside the syringe.

Event description:
It was reported that syringe ns 1ml ls had foreign matter inside. The following information was provided by the initial reporter: I am sending this email in response to another incident that has been reported to us today concerning a foreign body found inside a 1ml syringe manufactured by bd. The picture shows the position of the foreign body inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: one used sample and one photo was provided to our quality team for investigation. Through visual inspection, a particle is observed inside the syringe. Using magnification, the particle was noted to be red and rigid. There is no equipment or other elements used within manufacturing for this product with these characteristics. A device history review was performed for the reported lot 1910050 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to foreign matter within the product. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Machines undergoes routine maintenance and cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation we cannot identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.